Event description:
It was reported that the implantable pulse generator (ipg) exhibited oversensing due to another device that the patient wore which caused pauses in pacing. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.